Event description:
It was reported the device was used during a laparoscopic hernia repair (tapp procedure). It was reported by the affiliate that the staple was jammed in the jaw of the device. It was stated that the surgeon is very familiar with procedure and device.